Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that high capture thresholds were noted on this rv lead. Threshold testing was performed, and loss of capture was noted. As a result, a lead revision was performed. Helix retraction issues were noted upon explant. The physician explanted the old rv lead and placed a new rv lead in the patient. This rv lead has not been returned to boston scientific and no adverse patient effects were reported.

Event description:
It was reported that high capture thresholds were noted on this rv lead. Threshold testing was performed, and loss of capture was noted. As a result, a lead revision was performed. Helix retraction issues were noted upon explant. The physician explanted the old rv lead and placed a new rv lead in the patient. This rv lead has not been returned to boston scientific and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update the information in section h6.

Event description:
It was reported that high capture thresholds were noted on this rv lead. Threshold testing was performed, and loss of capture was noted. As a result, a lead revision was performed. Helix retraction issues were noted upon explant. The physician explanted the old rv lead and placed a new rv lead in the patient. This rv lead has not been returned to boston scientific and no adverse patient effects were reported.